Event description:
No pump was returned, therefore the complaint could not be confirmed or refuted. An internal investigation was opened to address the reported issue. Per the preliminary technical failure summary, the customer cleaned the av pins and was able to perform a successful test infusion. The pump was returned to customer use. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: mayo biomed reported: cassette loading issue/alarm - logs pulled incident happened at 10 am this morning. No patient harm or stopped infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.